Event description:
The customer reported that the patient support horizontal brake did not engage and the system would not perform a scan, no scanning was possible. The philips field service engineer (fse) reported there was no harm to a patient, operator or bystander, no un-commanded motion. The patient was moved to another CT system and the procedure was completed successfully. The fse inspected the system and found a plastic cap from an IV setup, wedged under the patient support multifunctional footswitch cover which caused the mffs freefloat pedal to be stuck engaged. The fse removed the plastic cap to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the (B)(6) reported that during a patient clinical procedure, while starting the scan, the operator noticed that the patient support was free floating. The operator rebooted the system in an attempt to stop the movement but after the restart, the e-stop opened, halting all system motions. The operator was unable to close the e-stop. The patient was removed from the system in a controlled fashion and scanned on a different scanner. There was no harm to a patient, operator or bystander due to this issue. There was no radiation exposure to the patient as this event occurred before the scan started. The operator contacted the philips help desk and a philips field service engineer (fse) was dispatched. The fse arrived on site and evaluated the system. Upon further evaluation, the fse found that there was adhesive tape (the tape used by operator to stick the IV tube on the patient) on the tape switch of the table top horizontal brake and an IV cap was wedged between the pedals of the multifunction footswitch, due to which the pedal was stuck engaged. The fse further stated that when he removed the adhesive tape from the tape switch, the estop closed successfully, allowing system motion. The fse also removed the IV cap and restarted the system. Removal of the adhesive tape and IV cap resolved the issue. The fse could not determine if the free float motion was caused by the presence of adhesive tape on the tape switch or the IV cap in the footswitch. There was no part replacement. The fse did not provide the log files for engineering assessment. CT engineering determined that the risk was acceptable with the following mitigations: a. Stopping horizontal motion in the presence of resistance force (not applicable for vertical) b. Table collision envelope c. Single fault safe against uncontrolled motion: ¿ horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. ¿ double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed d. Design mitigations enabling human response: ¿ continuous activation for manual motion ¿ emergency stop controls enable termination of motion in hazardous condition ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. ¿ speed of motorized non-programmed motion is limited. Since the fse could not confirm the cause, the probable cause was determined that the couch was free floating due to the plastic IV cap was blocking the pedal of the footswitch or the adhesive tape on the tape switch.